Event description:
A malfunction alarm was reported with the code "malf 12," although no notable events occurred prior. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided pump reset information, assisted the customer with resetting the pump, and confirmed the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue reappeared, which the customer acknowledged and understood.